Manufacturer narrative:
Updated data : b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact ).

Event description:
It was reported that when unit was returned to facility after patient transfer the cs100 intra-aortic balloon pump (iabp) units wheel was broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: e3. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the caster. An operational check was performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) wheel broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.